Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Hemorrhage is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-01972. The device was not returned.

Event description:
On (B)(6) 2017, the patient underwent a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3max), a penumbra system ace 64 reperfusion catheter (ace64) and a non-penumbra stent retriever. There was no procedural complications. However, three days later, on (B)(6) 2017, the patient had a generalized tonic-conic seizure with post-seizure brachial paresis. A computerized tomography (CT) scan revealed a subarachnoid hemorrhage in the right sylvian fissure and right convexity sulci. The core lab also identified this subarachnoid hemorrhage and the patient was administered protamine sulfate. The patient was stabilized and discharged home on (B)(6) 2017 with a magnetic resonance spectroscopy (mrs) score of 2 and national institutes of health stroke scale (nihss) score of 0. A follow-up CT scan performed on (B)(6) 2017, demonstrated progression of the hematic content density of the right sylvian fissure which was less evident in the follow up study, and no other intracranial abnormalities. The investigator reported the event as a serious adverse event unrelated to ace64, other penumbra device (3max), non-penumbra device (stent retriever) and IV-rt-pa, and probable related to angiographic procedure and index stroke. On (B)(6) 2017, however, the subarachnoid hemorrhage was adjudicated by the cec chair to be a serious adverse event which was possibly related to the ace64, other penumbra device (3max), non-penumbra device (stent retriever), angiographic procedure and unrelated to index stroke. The outcome was considered to be resolved on same day as the start date.